Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.

Manufacturer narrative:
(B)(4) date sent: 11/20/2024 d4: batch # unk. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the tip of the sleeve broken. The piece broken was not returned. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.